Event description:
Customer reported that a disconnection and leak occurred at the connection of the male luer on the extension set to the female luer of the IV catheter. The user noted IV fluid leaking slowly from the connection and because of the slow infusion rate, no leaking of blood was noted. Customer stated that they have many new staff nurses and the issue may be attributed to insecure connections. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). No failure investigation could be performed. The customer indicated the set was discarded. Root cause of the customer's reported leak is unk.